Event description:
It was reported that a 5ml/hr infusor had underinfused during an infusion. The reporter stated that after fifty hours there was still 100 ml in the device. The device was filled with a total volume of 240 ml of an unknown solution. There was patient involvement; however no adverse event was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, the device has not yet been received by baxter. A review of the batch records was conducted and revealed no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. If any additional relevant information becomes available, a follow up medwatch will be submitted.